Event description:
Customer tested at home on suspect device, blood glucose was hi, customer felt dizzy. Went to hosp, blood glucose tested on their device and was 133 mg/dl. Customer was treated with IV for dehydration and heart tests performed. Suspect device was miscoded at time of incident.